Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure, the pt had a free wall rupture repair. The pt presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a lesion in the mid left anterior descending (lad) artery. The lesion was 2.5 mm wide, 10 mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 2.5 x 20 mm taxus express2 stent. Residual stenosis was 0%. The pt received heparin and metoprolol prior to the procedure, and eptifibatide post procedure. Twelve hours after enrollment, the pt had a free wall rupture in the "anterior wall". Attempts to locate the exact location of the rupture have been unsuccessful. The pt also had a ventricular septal defect. A pericardial patch with adhesive material was placed as treatment during an operation. In the opinion of the physician, there is unlikely relationship between the taxus stent and the free wall rupture.